Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture and decreased sensing resulting in undersensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. A revision procedure is anticipated to be performed to resolve the issue but is not yet scheduled. The patient was in stable condition.